Event description:
Trending data indicated that there was an increased rate of premature failures of the backlight inverter found in plv 102's mfg from 08/97 to 08/98. No deaths or injuries occurred as a result of the noted component failures. In house testing indicates that a shorted backlight inverter may cause the backlight display to become dark, or may cause erratic operation of the device accompanied by an audible alarm.